Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was shocked due to t wave over-sensing post ventricular sensing. Re-programming suggestions were made. The lead remains in use and no further patient complications have been reported as a result of this event.